Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a perimount 19 mm valve underwent a valve-in-valve procedure due to severe aortic stenosis and some regurgitation. A tavr was successfully performed with an edwards transcatheter valve. There were no complications. The patient tolerated the procedure well and was transported to the cardiac ICU in stable condition. Post-op, tte showed no prosthetic or paravalvular regurgitation. The maximum velocity across the bioprosthetic aortic valve is 353.5 cm/sec. The mean gradient across the bioprosthetic aortic valve is 28.6 mmhg. She was discharged on pod #1.

Manufacturer narrative:
Reference CAPA-20-00141.